Event description:
As it was reported by medical affairs via email: spouse called for medical information and reported adverse events. In 2000, her husband underwent a catherization with a "johnson and johnson" stent implantation x1 to an unknown artery. In 2004, he experienced and unknown event requiring catherization with a cypher stent implantation x2 to unknown coronary arteries as treatment. In 2009, the spouse called to state her husband "needs to have an MRI of the head" for unknown reasons. When she was asked to provide additional information about having a second stenting, but she terminated the call before providing the request information.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stent area. Well-known predictors associated with a higher rate of restenosis following stent implantation include patient factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis, but without additional information, it is not possible to speculate about which factors contributed.